Event description:
(B)(4) - the dentist reported that, 1 year after the dental implant was installed in intraoral region #19, its fracture was observed.

Manufacturer narrative:
Follow-up is being sent to include patient code. 1932: inflammation and 2091: swelling. Lot number was not provided by the complainant. The complaint was received by manufacturer and, after analysis, new informations were obtained. A follow-up is being sent to correct these informations according to the evaluation made.

Manufacturer narrative:
Exemption number: e2015015. The information provided in this report was based on information given by the dentist in neodent¿s products warranty form that was recorded in the system that is used by both the manufacturer and the subsidiary. The original complaint and the product were received by the subsidiary and did not arrive in the manufacturer yet. When this happens, a new evaluation of the complaint will be carried out and, if necessary, a follow-up report will be send. Lot number was not provided by the complainant.

Event description:
(B)(4) - the dentist reported that, 1 year after the dental implant was installed in intraoral region #19, its fracture was observed.